Event description:
The ventricular myocardial tissue was perforated by this setrox s 53 lead tip during lead positioning. An echocardiogram was performed and fluid was confirmed. There was no evidence pf tamponade at the time of the report. The lead was left in place in the ventricle. The placing threshold, sensing, and impedance values were good.